Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neurological condition/problems"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, nervous system disorder, weight increased, abdominal distension and memory impairment outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, memory impairment, menorrhagia, nervous system disorder, pelvic pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, she implanted essure. (As per ppf discrepancy noted) and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. (B)(6) 2018, she explanted essure. Injury events was updated to chronic, pelvic pain, abdominal pain, dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding), gi conditions, neurological condition/problems, weight gain, bloating, forgetfulness. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.